Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2023 due to an elevated blood glucose (bg) level ranging from 128-423 mg/dl and high ketone levels. The customer was treated with intravenous saline and insulin and was release from the ER 2-3 hours later with no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. No additional information was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.